Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -10.50/2.0/104 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019, for a shorter length lens due to excessive vault and significant reduction in iridocorneal angles. This resolved the problem. Cause of the event is reported as unknown. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -10.50/2.0/104 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a shorter length lens due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.